Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that the ventricular sensitivity was out of specification. Analysis did find that the lower case and battery release were contaminated, that the upper case and both bail covers were broken, the battery contacts were compressed and the serial number label was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the ventricular sensitivity of the external pulse generator (epg) does not pass specification. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported the ventricular sensitivity of the external pulse generator (epg) does not pass specification. The epg was returned for repair. There was no patient involvement.